Manufacturer narrative:
A fully deployed wallflex enteral duodenal stent was returned for analysis. Visual analysis found the wires at the distal end were bent. The distal end of the stent also appeared slightly crushed and one of the proximal stent wire loops appeared pulled. There is no evidence that the device failed to meet specification; however, it was reported that the patient anatomy was abnormal and complex. The dfu cautions that the stent should not be deployed if unusual force is required. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context. A labeling review was performed and there was no evidence that the device was not used per the dfu.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex duodenal stent was to be used to treat a malignant stricture in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. The physician noted a severe sternosi with overt malignant infiltration in the first and second parts of the duodenum, invading into the major papilla causing challenging cannulation. According to the complainant, during the procedure, the physician experienced difficulty deploying the stent; however, once the stent was fully deployed it appeared to be deformed. The wallflex duodenal stent was removed from the patient using a snare. The procedure was completed with another wallflex duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on may 10, 2016, that a wallflex ¿ duodenal stent was to be used to treat a malignant stricture in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. The physician noted a severe sternosi with overt malignant infiltration in the first and second parts of the duodenum, invading into the major papilla causing challenging cannulation. According to the complainant, during the procedure, the physician experienced difficulty deploying the stent; however, once the stent was fully deployed it appeared to be deformed. The wallflex ¿ duodenal stent was removed from the patient using a snare. The procedure was completed with another wallflex ¿ duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.